Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a corroded top cover and bottom chassis, a corroded programmable in- put processor (pip) connector, faulty patient board set, and the software version needed to be updated to the latest version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, no video and completely black on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, it¿s likely the cause is related to the device being manufactured before the circuit design of the operational amplifier of dr board (printed circuit board) was changed, but it could not be identified. It was confirmed that the design of the dr board was changed on april 16, 2018, and it is unclear if the design change is related to the reported phenomenon or not. Olympus will continue to monitor field performance for this device.